Event description:
Four anchors total were used. The first broke while inserting. The second was not inserted completely and was partially sticking out of bone. When the suture was pulled on, it pulled right through the eyelet and broke off top of anchor. The other two went in fine to complete the repair. Two other lots were used, 50332902 & 50330833, it could not track back of which were ok and which broke. Sales rep confirmed that all pieces of the anchors were drilled out and additional anchors placed. He also stated the patient was 17 yrs old with extremely hard bone.

Manufacturer narrative:
Devices were not returned for evaluation.(B)(4)